Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The caller was unsure of the hospitalization date. The caller stated that the cause of death was heart attack and he believes a stroke. The caller stated that the customer's blood glucose kept getting low; she was not eating. The caller had to feed the customer prior to going to the hospital. The caller stated that the customer had low blood glucose incidents; not often. One time the caller had to give the customer a shot for the low blood glucose. The customer had kidney failure and congestive heart failure. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death. The caller was unsure when and who disconnected the device. The caller did not have the insulin pump and stated that they did not care where it was. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.